Event description:
It was reported that the pacer dependent patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited drop in magnet rate and high battery impedance. The device exhibited premature battery depletion. No intervention was performed. The patient experienced no adverse consequences.

Manufacturer narrative:
(B)(4).